Event description:
Doctor carried out cataract surgery on a seven-year-old patient with general anesthesia on june 5. On june 10, five days after the surgery, his/her right eye had inflammation and the doctor removed the iol and performed vit surgery. In addition, fibrin was seen in his/her left eye on june 11 and the doctor administered steroid. The inflammation reaction subsided by the steroid treatment on june 13. His/her right eye has been absence of lens and the left eye has implanted the iol. The doctors of the hospital said that these symptoms may have been caused by not infection but non-infection. Left eye: s/n (B)(6)- steriod treatment - iol not explanted (this report). Right eye: s/n (B)(6)- post-operative explantation (previous sequential report).

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. This report includes corrections and additional information, in the following sections: g7 - type of report - indicates follow-up #1, h2 - type of follow-up - correction and additional information, h6 - manufacturer's codes: device code - corrected to 1494; additional information added ,for method, results and conclusion. Device was not returned to the manufacturer; therefore, the product investigation was conducted by a review of the production, sterilization and inspection records. In addition, a post-operative inflammation summary (pois) form was completed by the physician and reviewed along with device history records by the manufacturer's expert reviewer. The findings are summarized below: no abnormalities were found in production sterilization record and inspection records of the product. (Serial no.: (B)(6); model: ya-60bbr) in addition, implantation of this iol in pediatric patients is considered to be "off-label use" because the product instructions for use (IFU # i51-09-02.07, document number pkg-17-085, rev 00) states, "warnings: 1. Before implanting hoya af-1(uy) intraocular lens in patients with any of the following conditions, the preoperative evaluation should be performed by a surgeon to consider the potential benefit/risk ratio. - pediatric patients..." Expert reviewer assessed the post-operative inflammation summary (pois). Exact root cause is not determined. From our investigation, we assume this issue might be occurred by the increased tissue reactivity of pediatric eyes. Expert reviewer's conclusion: based on the information available, the inflammation seen in the two eyes of the patient is sterile endophthalmitis. The case of the inflammation cannot be positively identified based on the information available. One could surmise that it is caused by the increased tissue reactivity of pediatric eyes to cataract surgery. The hoya lenses themselves are not believed to be the cause of the inflammation. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Once this information is available, a follow-up report will be submitted to FDA, which will include this information.

Event description:
Doctor carried out cataract surgery on a (B)(6) patient with general anesthesia on june 5. On june 10, five days after the surgery, his/her right eye had inflammation and the doctor removed the iol and performed vit surgery. In addition, fibrin was seen in his/her left eye on june 11 and the doctor administered steroid. The inflammation reaction subsided by the steroid treatment on june 13. His/her right eye has been absence of lens and the left eye has implanted the iol. The doctors of the hospital said that these symptoms may have been caused by not infection but non-infection. Left eye: s/n (B)(4) - steroid treatment - iol not explanted (this report). Right eye: s/n (B)(4) - post-operative explantation (previous sequential report).